Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly progressing well after activation. The external visual inspection revealed sliced silicone overmold on the top cover, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion. The recipient reportedly picked at the ear at the implant site. The site reopened and the electrode pulled out. Initially, the recipient presented with no sound awareness and sound quality issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.